Manufacturer narrative:
Medical device expiration date: n/a. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on DHR reviewed, no abnormality was detected during the production run. There is no photos and no samples returned to determine the non-conformance. Hence, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
It was reported that the syringe 20ml ll precise bns experienced smeared label or packaging/illegible print permanency. The following information was provided by the initial reporter: we have received a complaint that the syringes were stuck to the packaging of one of the components. When they were removed from the packet, some of the printing from the syringes was removed.